Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared even after a battery change, and had an unresponsive keypad. The customer's blood glucose was 133 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no unexpected button error alarms noted. The insulin pump had an intermittent button response on the up and down arrow buttons due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.